Event description:
It was reported that the large needle driver instrument has broken wires. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed both grip cables attached to one grip are broken. The grip close cable is broken at the distal idlers and the grip open cable is broken before the distal idlers on the cable groove. It appears that the cables broken under tensile loading. Engineering also observed the distal end of the main tube had deep scratches on one side with a minimal amount of material removed. The location and appearance of the scratches suggests the damage may be due to instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.